Manufacturer narrative:
H6: corrected the following: medical device problem code, component code, type of investigation. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 124 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. (B)(6) 208-06-02 - cc distal fem augment sz 2, 10mm. (B)(6) 208-09-05 - cc stem ext adaptor 5 degree. (B)(6) 204-36-08 - stem extension 80l x16 mm. (B)(6) 208-06-02 - cc distal fem augment sz 2, 10mm. (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6) 208-01-02 - cc femoral sz 2.